Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temporary pacing electrode would not inflate upon pre-test.

Manufacturer narrative:
The sample was returned coiled up in a sealed pouch. It was confirmed that the unit was a temporary pacing electrode (tpe) catheter. No lot number or item number was written on the pouch or shipping carton to further identify the unit. A visual inspection of the unit identified that the balloon was separated from the original balloon tie. This was confirmed as mrb was unable to inflate the balloon. Looking at the unit under magnification revealed that the balloon showed signs of material degradation. The degradation was wrapped around the entire balloon circumference. Mrb determined the root cause to be o-zone degradation of the balloon. The latex material is a sensitive material that can react if left uncovered for an extended period of time. It is probable that this degradation occurred at some point between shipping from gfo (glenn falls) and the customer's use. Current process controls are sufficient to detect any inflation defect. The device was not returned for evaluation. . The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the temporary pacing electrode product ifus are found to be adequate based on past reviews. Device code: 1310. Patient code: 2645.

Event description:
It was reported that the temporary pacing electrode would not inflate upon pre-test.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the temporary pacing electrode product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that the temporary pacing electrode would not inflate upon pre-test.